Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer stated a false negative architect anti-hcv result was generated with architect anti-hcv lot number 75364hn00. The patient sample generated a 0.7 s/co but was previously positive (1.2 s/co) with anti-hcv lot number 75088hn00. The customer believes the positive result is correct. No impact to patient management was reported.

Event description:
It was reported that a motor stall was confirmed in the attention dialogue box. The motor stall event was not in the event logs. The patient reported having an MRI several weeks prior; no motor stall messages were observed in the log history. The patient was in clinic for a refill; no clinical issues or audible alarms were reported. The actual reservoir volume was equal to the expected reservoir volume. The hcp reinterrogated the pump for a third time and the motor stall message did not appear in the attention dialog box of the pump status. The pump contained hydromorphone 25 mg/ml, bupivicaine 20 mg/ml, clonidine 1000 mcg/ml and fentanyl 1000 mcg/ml. The patient also had a patient therapy manager activated.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received. Per the autopsy report, the avr performed seven months prior was "uneventful." "Postoperatively, he developed ventilator-dependent respiratory failure with pseudomonas pneumonia and began to have chaotic cardiac rhythms. Two weeks later, an automatic implantable cardioverter-defibrillator (aicd) was inserted. The following day, he developed cardiac arrest and could not be resuscitated."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the patient has expired due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.